Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/02/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/02/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was inserted for testing and was found to function properly. The keypad was observed to be peeling off exposing the button contacts and flex board. All of the keypad buttons responded appropriately and were functional. Unrelated to the display issue, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).